Manufacturer narrative:
The insulin pump was received with cracked end cap; unable to perform excessive no delivery test due to cracked end cap. The insulin pump had cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that a piece of the insulin pump case is broken off and that the insulin pump had alarmed for no delivery. The customer reported that she could see wires. The blood glucose reading was 334 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.